Event description:
It was reported the programmer screen was unresponsive; the touch pen appeared to be working well. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the overlay was out of specification. As a result the display was replaced and calibrated. It was also noted that the stylus was missing, the media bay door was broken, the nylon spacer stand-off was broken and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)